Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl due to an unintended bolus delivered that was programmed into the pump by the customer. Reportedly, the customer intended to enter a value of 25 grams; however, programmed a bolus request of 25 units of insulin. Due to the customer having the maximum bolus settings at 10 units, resulted in the pump delivering 10 of the unintended 25 units of insulin which was confirmed and delivered by the customer. The customer was taken to the emergency room (ER) on 2/26/2017 by the paramedics, and was treated with food and orange juice. 4 hours later, the customer left the ER with a bg level of 79 mg/dl, and under stable conditions. The customer confirmed pump therapy had been resumed and reported that the event had occurred due to user error, and no further assistance was required.